Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional codes: mnh, mni, kwq, kwp. (B)(4). (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient was implanted originally on (B)(6) 2015. The patient had a posterior spinal fusion revision procedure performed on (B)(6) 2016; due to the patient having pain with failure to fuse a posterior spinal fusion using pezo-p anterior cages. The implanted pezo-p anterior cages migrated posteriorly. At level l4 the 6.0mm bilateral matrix and at level s1 7.0mm pedicle screws loosened in situ, then at level l4 the screws were replaced by 8.0mm matrix screws in the same hole. At level s1 the 7.0mm pedicle screws were re-directed to a new hole. At level l5 the 6.0mm pedicle screws were secure and left in situ. The existing matrix 5.5mm rods were reused, the 6 new locking 70mm and 75mm caps were utilized along with a cross connector. Concomitant medical devices: non-synthes anterior cage (part # unknown, lot # unknown, quantity #1), lock-cap flat one-step f/matrix 5.5 cocr (part # 09.632.099, lot # unknown, quantity #4) matrix 5.5mm rods, 70mm and 75mm (part # unknown, lot # unknown, quantity #2). This report is 3 of 4 for (B)(4).